Event description:
A nurse contacted baxter's technical service center regarding a "check pt line" alarm that appeared on the display of the homechoice machine during fill 4/4 of the pt's automated peritoneal dialysis therapy. Reportedly, as a result of receiving the alarm, the nurse "checked for patency by disconnecting the pt line (of the homechoice set from the pt's transfer set) and hooked it up to a 10cc syringe and injected catheter with 10cc saline. Then the nurse reconnected the home pt to the setup. Baxter's technical service center assisted the nurse in clearing the alarm, and therapy was continued with that setup. No pt injury was indicated at the time of the initial report.